Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient was experiencing far r-wave over-sensing in their implantable cardioverter defibrillator. No programming changes were made at the time. Patient remained stable.

Event description:
New information noted that over-sensing event was discovered during an in clinic visit. Programming changes were made to resolve the issue. Patient was stable throughout the event.